Manufacturer narrative:
On (B)(6) 2019, the product investigation was completed. Device investigation summary: the device was visually inspected, and it was found with no apparent damage. No anomalies were observed. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: on (B)(6) 2019, mentor became aware that the patient experienced bilateral swollen lymph nodes and device migration on the left side. As a result, the patient underwent bilateral device removal and replacement with competitor products on (B)(6) 2019. Reason for device explant and/or reoperation: swollen lymph nodes and device migration this report is for the patient's left-sided device. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: possible rupture concomitant medical products: 300cc mentor memorygel breast implant, catalog # 3507300mc, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent breast augmentation revision with 300cc mentor memorygel breast implants and experienced possible rupture on the left side post-operational. The rupture was confirmed with an MRI. As a result, the patient underwent device removal on (B)(6) 2019. Upon explantation, the device was discovered to be intact.